Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted that the reload had a full staple complement. During functional inspection, the reload fired as intended. The reported condition was not confirmed. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a esophagectomy/gastric tube procedure, on the third firing for the gastric tube with a powered stapler, the device did not fire. User used the manual handle and new reload to complete the procedure. The event occurred during the procedure. The status of the patient: no problem. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available.